Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address poly wear of a competitor liner. Intraoperatively, when dislocating the hip, the stem felt loose and was then found to be broken. It is unsure if the stem had broken prior to the surgery or during the surgery.

Manufacturer narrative:
Patient was revised to address poly wear of a competitor liner. Intraoperatively, when dislocating the hip, the stem felt loose and was then found to be broken. It is unsure if the stem had broken prior to the surgery or during the surgery. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.